Manufacturer narrative:
On 29-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool smarttouch sf and a signal interference (noise) was observed on all ECG (bs + ic) channels. There were no intact ECG signals available to monitor the patient¿s heart rhythm. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and irrigation tests of the returned device were performed in accordance with johnson & johnson medtech procedures. Visual analysis revealed corrosion on the connector area of the device and the dome was bent. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. The resistance of the coils was measured and it was within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The electric issue reported by the customer was confirmed due to the corrosion observed on the connector area. The potential cause of corrosion could not be determined since no water leakage was observed during the irrigation test. The potential cause of the bent dome could be related to the manipulation of the device after the procedure, however, this could not be conclusively determined. The instructions for use contain the following information that should be considered: do not immerse the handle or cable connector in fluids; electrical performance could be affected. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool smarttouch sf and a signal interference (noise) was observed on all ECG (bs + ic) channels. There were no intact ECG signals available to monitor the patient¿s heart rhythm. It was initially reported by the customer that during the invasive procedure, the electrophysiology catheter has a signal defect on the electrodes. The signal appears noisy with the presence of artifact on the bard and intra cardiac (ic) recording system¿s body surface (bs) and ECG channels. This led to a lengthening of the procedure by 10 minutes. No patient consequence was reported. On 28-jul-2025, additional information was received indicating the noise happened as soon as the catheter was plugged in and then also when the catheter was in the patient. The physician did not have any other system with intact ECG signals available to monitor patient heart rhythm. As such, the event was reassessed as an MDR reportable malfunction.